Event description:
It was reported that the tips of the pk dissecting forceps instrument do not meet. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument tips were properly aligned and no signs of damage/deformation of the tips were found. The customer reported failure mode cannot be confirmed. Engineering also observed a 4" long section on one side of the distal end of the main tube with material removed, which extends from the intersection with the proximal clevis. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.